Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is (B)(6) 2020. (B)(4). Device evaluation: the complaint product was returned in a plastic bag and inside a sample container. Pcb00 insertion device was not received, only the lens was returned. Visual inspection performed under microscope is as follows: lubricant material residues can be observed on the lens surface. The lens was cut in pieces which could be related to the explant procedure. Based in the analysis and the information provided the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies and/or deviation found during the mrr (manufacturing record review). A search revealed that one additional complaint was received from this production order number and this complaint meets the criteria for no further investigation per johnson & johnson surgical vision complaint handling procedures. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) was explanted from patient's right eye in a secondary surgical procedure due to blurry vision. Patient's symptoms significantly interfered with daily activities of life. The replacement lens used is a same model but lower diopter (21.0) lens. No medical/surgical interventions were required. The reported event was observed during post examination. No further information was provided.